Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patie nt also has osteoporosis. It was reported that the patient fell and broke their arm. The patient has been having difficulty balancing. The patient stated they didn¿t know if the system caused the fall as the parkinson¿s causes her to lose her balance. The patient stated the device hasn¿t helped much with balance since getting the device. The patient stated they have been on muscle relaxers and pain medication but very little has helped. No complications or further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.